Event description:
It was reported that during withdrawal of the bronchofibervideoscope, the endobronchial ultrasound (ebus) balloon came loose and was found disconnected in the mouth of the patient. The balloon was safely removed from the patient's mouth by hand and all parts were accounted for. The customer experienced no problem with the same lot number when they used the older scope with a bigger transducer. The ebus balloon was correctly attached to the tip of the ebus scope. The issue occurred during an unspecified endobronchial ultrasound procedure. There was no reported patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.